Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 3 months and 27 days post the procedure, there was a leak at the valve at the tip of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical sample was not returned for evaluation, one photo was provided for review. The photo shows a complete view of the port connected to a groshong catheter. Blood staining is noted at the distal tip of the catheter. The surface of the catheter tip was not clear. The investigation is inconclusive for reported fluid leak and suction issues as the provided evidence was not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) , 2026, post the procedure, there was a leak at the valve at the tip of the catheter, and an issue was identified during withdrawal. There was no reported patient injury.